Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off. During troubleshooting with tandem technical support, review of the pump data confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. Subsequently, the pump shut down due to insufficient battery power. Recommendation was made to the customer to charge pump more frequently. In addition, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer reported blood glucose (bg) level was 311 (mg/dl). A manual injection was delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.

Manufacturer narrative:
(B)(4).